Manufacturer narrative:
Product analysis confirmed that it was not possible to deploy the stent from the returned device due to its returned condition. Visual examination found that a break had occurred in the outer sheath at the monorail exit. The stent was partially deployed (approximately 24 mm) on the return of the device. Visual examination found a break in the outer sheath at 169 mm proximal to distal end of the outer sheath, which is at the monorail exit. During analysis, the outer sheath was retracted by hand and the stent was fully deployed with some resistance in movement of the inner lumen noted through the outer sheath at the distal outer weld. The outer sheath breakage is consistent with a restriction occurring during deployment, however, the cause of restriction could not be identified. A review of the manufacturing records for batch # 8899830 found that the device met its material, assembly and product specifications. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Reportable based on analysis approved 20-jul-2007. It was reported that during a biliary tree stenting treatment procedure, it was not possible to completely deploy the stent. During the procedure, while pulling back the outer sheath to deploy the stent, it deployed half-way and the outer sheath would not move any longer. The physician subsequently removed the stent and delivery device and successfully deployed another of the same type of stent inside the patient. It was reported that there were no injuries or complications for the patient. Patient status is reported as "fine." Device analysis indicated a break had occurred in the outer sheath at the monorail exit.